Manufacturer narrative:
One photo of a loose 10ml syringe was received and evaluated. It was observed there were no scale markings present above the 5ml marking. The missing print was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It has been reported that the bd¿ syringe 10ml ll s/c 200 has been found missing scale markings before use. The following has been provided by the initial reporter: material no: 302995, batch no: unknown . It was reported that 3 syringes are missing the markings. Description: two of our nds noticed that the 10ml syringes are missing their markings. So . Far, we have found three like this and they are not useable by the practitioners.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ syringe 10ml ll s/c 200 has been found missing scale markings before use. The following has been provided by the initial reporter: material no: 302995 batch no: unknown. It was reported that 3 syringes are missing the markings. Description: two of our nds noticed that the 10ml syringes are missing their markings. So far, we have found three like this and they are not useable by the practitioners.